Manufacturer narrative:
Patient identifier: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. Age or date of birth: the mean age among the patients was reported to 42.3 years. Date of event: the date of incident is unknown. Therefore, the online publication date of the literature article is used as date of incident. Type of investigation codes: review of the manufacturing records could not be performed as a valid lot number was not provided. Engineering evaluation could not be performed as the device was not returned. Literature citation: obesity surgery (2021) 31:5063¿5070. Per the instructions for use (IFU) for the gore® seamguard® bioabsorbable staple line reinforcement, possible adverse reactions may include, but are not limited to: adhesions, hematoma, infection, and inflammation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: lainas, p., derienne, j., zervaki, s., del basso, c., malerba, v., devaquet, n., tranchart, h. And dagher, I. (2021). 'Left hypochondrium or transumbilical single-incision laparoscopic sleeve gastrectomy for the treatment of severe obesity: surgical technique and results of a tertiary referral bariatric center', obesity surgery, 31, pp. 5063¿5070. This article evaluated the single-incision laparoscopic sleeve gastrectomy (silsg) technique. Between august 2010 and august 2017, 1800 patients underwent silsg at antoine-beclere hospital. Gastric section is performed using an endoscopic stapler and all cartridges are buttressed with gore® seamguard® bioabsorbable staple line reinforcement aiming to reduce staple-line bleeding. Relaparoscopy and/or endoscopic treatment were required for intra-abdominal bleeding in 27 patients and staple-line leakage in 35 patient.

Manufacturer narrative:
Updated h6: added health effect - clinical code e2315 - fluid discharge. Review and analysis of all available information fails to indicate a potential root cause of the incident as reported to gore, as the device was not returned and a valid lot number was not provided. Multiple attempts have been made to acquire additional information to classify any possible specific device problem, device identification, patient details and event dates. The author of the literature article did not reply. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined.